Event description:
Beckman coulter met with the customer on (B)(6) 2012. The customer confirmed that a coronography was performed on the patient which, at the time of the initial report, had not been confirmed. However, the treatment was not solely based on the erroneously elevated accutni result. The cardiologist's decision to perform a coronography was based on the patient's family and medical history. Beckman coulter provided the customer with documentation indicating that both the instrument and assay were performing as expected, and made suggestions in order to avoid release of inconsistent results. Beckman coulter concludes it is likely that use error either caused or significantly contributed to the coronography performed on the patient. The product labelling states that "medical decisions should not be based on a single [troponin] determination at one time point". In this case, the laboratory released a positive troponin test result (59 ng/ml) without retesting. The emergency room received the result without questioning the high result and the cardiologist did not weigh in the prior troponin result that was within the normal reference range, from a draw only 5- 6 hours earlier. In addition, when the second draw was retested, the results were 0.01 ng/ml which is indicative of a pre-analytical sample handling issue. The hospital managers have planned an audit, where beckman coulter will participate, to create a corrective and preventive action for the hospital in order to prevent similar incidents in the future.

Event description:
The customer reported obtaining erroneously elevated troponin I (accutni) patient result above the acute myocardial infarction (ami) cut-off for one patient from an access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. Prior to obtaining the elevated result, a different sample for the same patient was tested and a lower result within the normal reference range was obtained. The erroneous result was reported out of the lab and the patient received treatment and/or testing based upon the initial elevated accutni result. Repeat testing of the sample was performed on the original instrument and lower accutni results within the normal reference range were obtained. It is unknown of what treatment the patient had received but a coronography is suspected to have been performed. Beckman coulter field service engineer (fse) assessed the instrument and reagent but no issues were noted. The fse verified the instrument's performance and hardware including a high sensitivity system check. Instrument performed according to specifications and no hardware issues were noted which could have contributed to this event. The customer agreed that the cause of the event was due to a preanalytical error and the result was reported due to a lack of result verification/validation procedure. Access 2 accutni reagent catalog number a78803 and lot number 114998 was used in conjunction with the analyzer.